Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain low profile one-piece abutment (ilpc443u) was returned for investigation. Visual inspection of the returned product identified that the abutment had fractured across the screw threads. Functional testing and dimensional analysis could not be performed since the device was fractured. The device had been located on tooth # 10 for approximately 1 year when the incident occurred. X-ray or picture image was not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported abutment screw fractured. The product was returned and through visual inspection a fracture was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report . D4: expiration date, UDI . G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the abutment fractured. The fractured portion was removed from the implant.